Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod 5 personal diabetes manager (pdm) charging port got hot while charging the pdm, causing the charging cable and pdm charging port to melt. The pdm will no longer power on.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res# (B)(4) was implemented. The device was not returned for evaluation.